Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "we believe is a flaw with the extension tubing included with the io needle." It was stated that when IV tubing or a flush is fully engaged with the port closest to the patient, no fluid will flow.

Event description:
It was reported "we believe is a flaw with the extension tubing included with the io needle." It was stated that when IV tubing or a flush is fully engaged with the port closest to the patient, no fluid will flow.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, stock samples, customer-provided sample, complaint history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult infusion was confirmed. The investigation concluded that infusion through the 90° luer adaptor of the extension set could be inhibited if the connecting device is advanced past the intended stop region of the adaptor. Initial investigation indicated that this circumstance only occurs with overtightening of some interfacing devices and bd is working to assess the exact circumstances by which this can occur. These investigation efforts are ongoing at this time.